Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited no disposable pump won't run alarm with no air bubbles noted. Tubing was massaged and cassette tapped but upon start up, alarm returned. No patient consequences were reported. No adverse effects were reported.